Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead had become dislodged and had pulled back into the patient's coronary sinus. A lead revision procedure was performed. The lead was repositioned and remains implanted. No additional adverse patient effects were reported.